Event description:
Report received from the USA stating that the device's "prongs were bent." The event was not related to surgery. There were no injuries reported. The date of the event was not reported. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. If add'l info is received, a supplemental report will be sent. (B)(4).